Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The second trek being filed under a separate MFR number. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. Return of the rx trek catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the heavily calcified lesion, such that the balloon ruptured upon the second inflation at 10atm which is below the rated burst pressure (rbp) of 14 atmosphere. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. In this case, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined. To ensure this is not a result of manufacturing, all balloon catheters are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp).

Event description:
It was reported that during a procedure of the heavily calcified, eccentric, 90% stenosed, de novo mid-proximal left anterior descending (lad) artery, pre-dilatation was performed with a 2.5 x 12 mm trek at 10 atmosphere (atm) for a second inflation when the balloon ruptured. A second 2.0 x 15 mm trek was used for pre-dilatation and the balloon ruptured during the first inflation at 8 atm. There was no reported patient effect. Though requested, there was no additional information provided.